Event description:
The monopolar cord sparked a flame at closest to the connection to the flame. Manufacturer response for monopolar cord, stryker (per site reporter): they stated that they device is usable to until it breaks or frays. They notified us that they do have a certain number of uses, but that number is unknown.